Event description:
Caller reported a cartridge alarm 30 during the pumping process. Blood glucose level was within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in loading a new cartridge using the proper load technique, and the caller was able to resume insulin therapy successfully. The issue was resolved.